Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarm 19s during the loading process. During each incident, after a few attempts, the customer was able to successfully load a cartridge. The customer's blood glucose level was not impacted.